Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of intermittent operation could not be confirmed. Reliability engineering evaluated the device, and the reported problem was not duplicated because the unit produced an e8 error and would not operate at all. It was observed that two pins in the motor's console connector had been pushed in, and therefore the motor could not properly connect to the console. This condition was indicative of improper assembly / handling or of the device; the damage was likely due to not aligning the connector properly before attempting to connect the device. If additional information is received, a supplemental report will be sent. Ref# (B)(4).

Event description:
Report received from USA stating that the device has an "intermittent operation." The device was being used during surgery. No injury or medical intervention occurred. It is unknown if a delay occurred during the surgical procedure. There was no additional information provided.